Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2014-00131, 3005188751-2014-00132. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed with a non-sjm transseptal needle through a swartz braided transseptal introducer. A reflexion spiral ep catheter was used for mapping and ablation was performed using a safire ablation catheter. After ablating for approximately 1.5 hours and during ablation at the left pulmonary veins, a pericardial effusion was noted via a viewflex xtra ice catheter; however, there were no patient symptoms except mild hypotension. A pericardiocentesis was performed. It was unknown which device contributed to the effusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.